Manufacturer narrative:
Corrected data: a2, b2, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that an echocardiogram revealed a mean aortic gradient of 15.27 mmhg, an aortic valve area of 1.75 cm2, a max aortic valve velocity of 2.66 m/sec, and severe central aortic insufficiency and paravalvular leak. The patient experienced fatigue due to the regurgitation. Subsequently, a non-medtronic valve was implanted valve-in-valve approximately a month and a half later. The patient was discharged home the day after the valve-in-valve procedure.

Manufacturer narrative:
Updated data: b1. B2. B5. B6. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 7 months following the implant of the transcatheter bioprosthetic aortic valve structural valve deterioration specific to predominant unspecified aortic regurgitation was identified. No patient complications were reported as a result of this event. Treatment was not reported.